Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon opening the foil of a minicap, no sponge was found. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and found no trace of iodine or the iodine sponge inside the opened foil pouch. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified and the cause of the issue was determined to be due a manufacturing assembly issue due to the mistaken operation of operator. A CAPA is open to address this issue. Should additional relevant information become available, a supplemental report will be submitted.